Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. An interrogation of the device revealed recorded episodes of non-sustained right ventricular over-sensing caused by right ventricular lead noise. No interventions were reported. The patient was stable. Further information was requested but not received.

Event description:
New information received notes that the noise was reproducible in the supine position. The clinic elected to continue to monitor.